Event description:
During a direct-stenting coronary treatment procedure, balloon deflation and catheter removal difficulties were encountered. The physician used a 6f mach1 vl3.5 guide catheter and a wisdom guidewire to cross the lesion. A liberte bare monorail 12/3.50 mm was advanced easily (without lesion predilatation) across the mildly calcified, eccentric, 90% stenotic lesion in the proximal to mid circumflex coronary artery lesion. The stent was deployed at 16 atms for 25 seconds with good results. The physician reported a prolonged balloon deflation time (>30 seconds). The balloon could not be withdrawn for 10 minutes. During this time, the physician attempted several maneuvers including deep-seating of the guide catheter to the proximal edge of the deployed stent and repeated low pressure inflations of the deployment balloon (which also resulted in slow deflations). Despite significant resistance, the physician affirmed that he was successful in removing the balloon without pt complications. Post-dilation was performed with a quantum maverick 4.0/8 mm balloon inflated to 24 atms. No deflation or withdrawal issues were experienced with the quantum maverick balloon despite use of the same contrast/saline mixture as was used with the liberte balloon. No pt injuries or complications were reported. The pt status is listed as "good."